Manufacturer narrative:
(B)(4).

Event description:
The patient had two leads from the same lot. It was reported the patient experienced ineffective stimulation. X-rays were taken but no anomalies were found. The patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2017 to have a second lead implanted. The issue was resolved.